Event description:
Customer reported the system is not functioning correctly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the tgi and leg extensions. System operates as intended.